Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that there was high threshold and pacing failure on the right atrial (ra) lead. It was noted that at time of this lead was implanted, the positioning of the lead was unstable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management (acm) data shows measured threshold of 0.75 volts on (B)(6) 2014 which increased to 2.125 volts by (B)(6) 2014. Acm then programmed off so no additional days of atrial threshold data available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.